Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. What is the account contact information (name and email address) to who we can send the closure letter at the end of our investigation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2020 and a fibrin sealant preparation device was used. The surgical tech broke the fibrin sealant preparation device while trying to remove the nuts, because they were too tight. A new device was used to complete the case with no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/10/2021. Additional information d9, h3, h6. Investigation summary: only the adapter and spray and drip tip were returned. The adapter was returned with internal components fully disassembled. The spray and drip tip were not attached to the adapter. Remnants of biologic are visible within the luer connectors of the spray and drip tip, as well as the adapter, indicating that the adapter was previously attached to a device. The tabs on the adapter are bowed showing signs that the user used force to remove the adapter from the device. Since the spray and drip tip was returned already removed from the adapter, the difficulty of the luer connection could not be assessed. There was no visible damage to any of the luer connectors. I attached and removed the spray and drip tip to and from the adapter multiple times with no issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.